Event description:
Medtronic received information that seven months following the implant of this transcatheter bioprosthetic valve, lateral x-ray imaging revealed a type 1 stent fracture. No action was taken and the issue remains ongoing. Three years following implant, the patient developed stenosis. No treatment was required, and the patient was asymptomatic. The valve remains implanted.

Manufacturer narrative:
Additional information: during review of this file prior to closure, it was discovered that device history record was reviewed on (B)(6) 2012, but was not included in the initial medwatch report submitted on (B)(6) 2012. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted and thus, has not been returned. A request for the x-ray films that identified the stent fracture was made, but the films were not received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: the product remains implanted and therefore, has not been returned to medtronic. (B)(6). (B)(4).